Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to rewind the ilet pump to change supplies and repeatedly received an "unable to proceed, check notifications" alert, along with recurring restart-38 alerts despite multiple restarts, after all infusion supplies had been removed. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the pump, education on shutting down the device, advice to use backup therapy due to unreliable insulin delivery and meal announcements, and guidance that data would not transfer to the replacement. Investigation included review of the device history and complaint details, and field troubleshooting with user education. Investigation of this device revealed a malfunction alarm condition consistent with a restart malfunction and an error during fill or priming process, with the pump hardware or firmware implicated as the component involved. It was concluded and the complaint was confirmed, and alert 38 was duplicated. After opening the device, the motor train was removed and identified as stuck and unable to rotate, which caused alert 38 to be triggered. The refurbishment department will replaced the motor train.